Event description:
On 08/14/2023, it was reported by an arthrex employee via email that an ar-1923bc biocomposite pushlock eyelet broke. This occurred on (B)(6) 2023. No further information has been provided. Additional information received on 8/23/2023: this was discovered during a procedure while implanting the eyelet. No further information was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
Additional information received:this was discovered during an rcr procedure and was completed using another ar-1923bc biocomposite pushlock . All the broken fragments were retrieved, and there were no reports of a case delay.